Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted in resetting the pump by technical support and was instructed to continue using it, with a reminder to call back if the malfunction recurred.